Event description:
On 4 march, whilst administering fluids to the patient using a closed-system intravenous catheter, it was noted that the needle was difficult to withdraw. Upon withdrawal, rust was observed on the steel needle. The catheter was immediately removed and reinserted, and the patient¿s vital signs and the injection site were closely monitored for any signs of redness or swelling.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.